Event description:
It was reported that patient underwent procedure utilizing an interference screw on (B)(6), 2011. The surgeon made several attempts to place the interference screw onto the screwdriver, but it would not fit. The procedure was completed using another screw that was on hand. No injury to the patient or delay to the procedure was reported.

Manufacturer narrative:
Drive geometry of screw was flattened and asymmetric. Outer dimension of the screw was also flattened. The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.